Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, the pump became dislodged in cardiac catheterization lab on initial implant. Impella cp was explanted successfully and the site rewired and a new peel away was inserted. A new impella cp was inserted and the patient's outcome is stable.

Manufacturer narrative:
The investigation of positioning issues has been completed. Data logs show case length of 17 minutes and impella position in aorta alarms with suction. The pump and introducer were returned and inspected. The introducer was partially torn along the peel away score lines. No cannula kink was observed. The cause of the positioning issues was most likely use related due to the dislodgment occurring during transition from peel away to repo sheath.